Event description:
It was reported the surgeon was taking a skin graft with a new dermatome and the device stopped functioning when pressure was applied. The error in function caused an irregular skin graft. It was reported patient injury is not alleged and the device was not in contact with a patient. There was no medical intervention required and no delay in the procedure. Additional information and clarification was requested received. The device was not saved (for evaluation). "Per the or note the dermatome would occasionally shut off and the guard would loosen as well, but the surgeon was able to continue, taking 3 grafts and meshing them together. The grafted area healed 100%."

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. DHR review cannot be performed as the device was not sent in for inspection. The lot number provided is not an integra lot number. Once product is received this review will be revisited. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.